Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, vitros tsh result was obtained from a single patient sample when tested on a vitros 5600 integrated system. The assignable cause was determined to be pre-analytical sample handling issue. A vs flag posted with the higher than expected tsh result indicating a high viscosity of the sample. Data log files were sent by the customer to the tsc for evaluation. The sample metering pressure profiles for the initial and repeat testing were evaluated, and it was determined that a partial clot was aspirated during the initial test and likely caused the non-reproducible higher than expected result. The vitros tsh instructions for use states samples should be thoroughly separated from all cellular material. Failure to do so may lead to an erroneous result. The tsc requested the customer complete a within run vitros tsh precision test to evaluate the vitros 5600 system performance. The customer has not completed this request at the time of this report.

Event description:
A customer contacted ortho clinical diagnostics (ortho) technical solutions center (tsc) to report a non-reproducible, higher than expected tsh result obtained from one patient sample using vitros tsh reagent on a vitros 5600 integrated system. Vitros tsh result of 14.9 miu/l versus the expected vitros tsh result 2.12 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected tsh result was reported from the laboratory, however, sample testing was repeated and a corrected report was issued for the affected sample. There were no allegations of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).